Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # 634c67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. In addition, a battery pack was returned with no apparent damage. Further analysis shows the right shroud was pressing against the bulkhead subassembly as it was not properly aligned. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 634c67, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, there was a resistance when inserting the battery. When the battery was inserted forcibly, it was misaligned and could not be removed. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.